Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump went off and alarmed spi to motor pic communication error. Customer stated that battery shows low with the bars and put in new batteries and it has no bars. Troubleshooting was done. Customer's blood glucose was 130 mg/dl. Advised the customer the insulin pump would be replaced due to customer was still receiving spi to motor pic communication error alarm during troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.